Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they bought the patient a grounding mat and wanted to know if the grounding mat might drain the battery of the implant. Reviewed there is no labeling regarding use of grounding mats and reviewed general risks of emi. They stated that the patient did experience an unexpected sensation when they were using it the day before yesterday, and the sensation resolved on its own. They checked therapy status and it was still on. They indicated that if this happens again the patient will discontinue using the grounding mat.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.